Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a program alarm anomaly and a high pitch sound on insulin pump. Customer's blood glucose was 220 mg/dl. After troubleshooting, customer was advised to remove batteries from insulin pump and allow it to rest for two hours, then reinsert batteries and monitor pump. No further information provided.